Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid right coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation, at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed. No patient complications were reported, and the patient condition post procedure was good.